Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of capsular contracture, calcification, and breast cancer are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side rupture, calcification, capsular contracture baker grade unknown, and that the patient developed breast cancer after implantation but did not indicate affected side. The device manufacturer is unknown. Device was explanted and will not be returned.